Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After following the recommended troubleshooting steps, including leaving the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, the pump began charging, and no further assistance was required.